Event description:
It was reported that a patient had an implantable neurostimulator (ins) put in the day prior to the report. Since implant, stimulation was intermittent and the patient couldn¿t always feel stimulation. Therapy helped with symptoms at times but ¿then again¿ it did not. The patient never had therapeutic effect and since implant she was still leaking. She also went to the bathroom more. She stopped feeling stimulation the day of implant, she wasn¿t feeling stimulation the day of the report, and she was going to the bathroom quite often. There was a loss of therapeutic effect and the patient increased stimulation from 1.3 volts to 2.0 volts on program 1. She planned to try the stimulation to see if it would help with her symptoms. Since increasing stimulation, it seemed it was irritating her bowels. The patient turned stimulation back to 1.7 volts and it didn¿t seem to resolve the bowel problem. She planned to tr y to turn the voltage up first and was not scheduled to see her healthcare provider for another week. On (B)(6) 2015, the patient turned stimulation up and was on program 1 at 3.8 volts. She felt it at first when she turned it up, but the following day she was not feeling stimulation. She would continue to turn it up and was scheduled to see her healthcare provider on (B)(6) 2015 when she planned to consult to change programs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported feeling uncomfortable stim, confirmed that the implantable neurostimulator (ins) was off and thought they had turned the stim off last night by accident. The patient had cramping early this morning but slept better at night. The patient reportedly fell when they slipped on (B)(6) 2016; the manufacturer representative (rep) came in and checked that everything was still working fine ((B)(6) 2016). The patient turned the stim on, decreased from 3.3 to 1.0 on program #2 and reported the stim felt comfortable. Troubleshooting resolved the reported issue. On (B)(6) 2016 the patient had diarrhea for two days, abdominal pain and stated they felt a lot of pressure to their sacral nerve down towards the bottom of their behind. The patient felt cramping even after accidentally turning the stim off last night, described as uncomfortable stimulation, and the last time they turn on the stim it kind of jumped and went to a higher setting than what they had it set on. The patient noted it irritated the bottom of their behind where it was. The rep told the patient to wait a few days before changing the settings, which the patient did and it was not hurting there anymore. The patient stated that for several weeks they had been having more leg cramps, but the patient had leg cramps in the past so it might not have been from the therapy. The patient mentioned they felt like they were not trained as much as they should have been, and for the last 2-3 months, and later reported last 6 months, they had more urges at night, was waking up and wetting at night. The patient noted the therapy helped a lot when they first got it. The patient stated their symptoms were better then they were before implant but it had not helped as much as they thought it would; during the day it does fine, but if they did not go and had the urge then they wet still and at night they still had the problems and had to wear pads. The patient stated they had been doing fairly well but still felt like if they hesitated to go when they have the urge, they would wet themselves.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0qnrn, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).